Event description:
It was reported that the implant at tooth site # 20 (universal) was removed due to infection. Patient presented with suppuration in #20 (universal) implant site. Implant was loose and was removed. The site was grafted prior to original implant placement.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.